Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair, and operational status with no response from the reporter and therefore cannot be determined.

Event description:
The customer called into technical support (ts) reporting that the device has a leak. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer advised with a circuit and test lung the unit has total leak 13 lpm, also advised 1009 error in the significant event logs. The tubing from the prox line to the gds has a hole. They replaced the tubing and now the 1009 alarm went away but still shows total leak 13 lpm. It was advised to re-set the mask port and leak went away. The rse advised customer to perform a full pvt.